Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported a bilateral case of over-correction of one and one half diopters post lasik procedure. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Attempts have been made to obtain additional laser information; however at this time no information has been received. The root cause could not be identified conclusively, based on the available details provided. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional laser information; however at this time no information has been received. Upon additional follow up, the reporter has indicated the patient is returning for a lasik enhancement.